Event description:
Reference number (B)(4). Event occurred in poland. It was reported that the patient faced inexplicable high blood glucose event on (B)(6) 2026. The blood glucose was high for four hours. The patient was treated with bolus correction. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: poland